Event description:
Caller reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed multiple alarms with consecutive cartridges and decided to replace the pump. The customer, whose pump is under warranty, was informed that they would receive a replacement with updated software and was advised to use a backup insulin pump in the meantime. The shipping address was confirmed, and instructions were provided on putting the old pump into storage mode and returning it within 10 days. The customer was also informed about programming settings and connecting their cgm to the replacement pump, which they acknowledged and understood.